Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th distal stent wraps with struts raised. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a severely tortuous and calcified lesion located in the mid right coronary artery (rca) exhibiting 99% stenosis. There was no damage noted to product packaging. There were no issues noted when removing either device from the hoop/tray. The devices were inspected with no issues. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing both devices. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. It was noted that the vessel was tortuous and calcified. The devices were removed from the patient and the procedure was not completed. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.